Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: periop received red bag with product inside. Product code is not known. The note on the bag says "broken trocar". No additional information available from the account.

Manufacturer narrative:
(B)(4).